Event description:
It has been reported to us that while the guidewire was being inserted into the diagnostic catheter, a clear piece of plastic tubing came out of the diagnostic catheter. The diagnostic catheter was flushed prior to use without issue. The physician started the procedure. Just prior to the physician placing the diagnostic catheter into the patient's arterial sheath, the guidewire was inserted into the catheter. When the physician inserted the guidewire into the diagnostic catheter, a clear plastic tube came out of the distal end of the catheter. The device was not used inside the patient, however, the concern of the physician is that the piece of plastic could have traveled inside the patient and caused potential harm to the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.